Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was attached to the test usg-400/esg-400 and no error message was observed. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be partially split in a cross direction metal exposing. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise,

Event description:
Olympus was informed that during an unspecified procedure, while the surgeon was performing coagulation a ¿replace handpiece¿ error message was observed. No device fragment fell into the patient. No additional surgical or medical intervention was required. The intended procedure was completed with a similar device and a different generator. There was no patient injury reported. Additionally, it was reported that the device was inspected prior to use with no anomalies found.